Event description:
A complaint was received regarding aplm a+ spanish 220v cr pump that experienced unexpected shutdown. The reporter stated that they were notified of an incident that occurred on june 24th, at 4:33 pm. A patient on a methotrexate infusion goes to the operating room for intrathecal chemotherapy. Upon leaving the recovery room, it was noticed that the pump was off. The team called to the floor to reprogram the pump. The pump turned on and off, although it was plugged in and the battery was charged. Upon arrival at recovery, the pump was programmed as instructed. Later, in the patient's room, they confirmed that the chemotherapy infusion rate was incorrect and replaced it with another pump. The status of the device at the time of the event was during infusion, for four hours. The event occurred during patient use, there was delay in therapy, however no one was harmed and there was no adverse event as a result of this event.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
The device was returned for evaluation. Event lots and history downloaded. No problem found. Complaint is not confirmed.